Event description:
Customer reportedly obtained results of 300 mg/dl and 38 mg/dl on the compact system within 10 minutes. The pt subsequently received assistance from a layperson that allowed her to eat and treat her symptoms. Request for return of produce was not possible since no customer info provided.